Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found no failed storage spaces at the station. The customer inventoried the medication in the drawer, and the drawer opened with no issues. The customer tested the drawer several times, and no issues were found. The fse did not run the hardware test application, as no issue was identified. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 was jammed and would not open. The customer attempted a recovery and performed a hard reboot, but the issue persisted. The customer checked for any obstructions, and the system displayed device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.